Event description:
It was reported that patient presented to emergency room after experiencing inappropriate shock. Upon interrogation, it was found that patient's implantable cardioverter defibrillator (ICD) exhibited inappropriate shoch due to incorrect interpretation of signal. No intervention was done. The patient status was unknown.